Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. Per the home patient (hp), she had called her nurse who helped her clear the alarm and got the cassette off of the hc machine. The technical service representative (tsr) explained the alarm to the hp. The hp would continue with manual bag to finish the therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp (B)(6) 2012, it was revealed that the cause of the alarm was unknown and using manuals resolved the issue. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.